Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided, but the best estimate date was indicated to be couple of weeks prior to (B)(6) 2019. If explanted; give date: not applicable / device remains implanted. (B)(6). Device evaluation. The product was not returned to the manufacturing site (the lens remains implanted); therefore, an investigation could not be performed and the customer's reported issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that one other complaint has been received for this production order; however, no product quality deficiency was identified in that case. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor implanted two intraocular lenses, model pcb00 in two different surgeries, he noticed pigmented debris in anterior chamber on the lens margin. The doctor was able to remove the debris via longer irrigation/aspiration (I/a) and no other procedure was required. It was indicated that standard drops were provided to the patients. There was no incision enlargement reported. No additional information was provided. This report pertains to the event with the first patient. A separate report will be submitted for the second patient.